Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No frozen screen noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 137 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.